Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ anesthesia kit durasafe 18x3-1/2 has been found deformed during use. The following has been provided by the initial reporter: several cases of epidural catheter disconnection have been presented with bd durasafe equipment. They began to collect the equipment that had been disconnected to test them, finding that even making the connection with force, they were easily disconnected. They also found that almost all the equipment came from lot no. 9074790.